Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager nc; guide wire: all star; inflation: medtronic; guide cath: cordis there was no reported product deficiency. Dissection is a known patient adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, eccentric, distal right coronary artery lesion. During post-deployment of a 3.0 x 18 mm xience v stent, a distal edge dissection was observed. A second 2.75 x 12 mm xience v stent was used to treat the dissection. There was no reported patient sequela. No additional information was provided.